Event description:
Thresholds could not be obtained due to intermittent capture at high outputs. This event is currently unresolved and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.